Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the vacuum is low during the cortex removal of a surgical procedure. The surgery was completed with no patient harm reported.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was unable to replicate the reported event. The company service representative tested the system with a cassette and confirmed that the system was able to produce 700+ mmhg of vacuum. The system was then tested and met all product specifications. The system was manufactured on june 19, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).